Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, g2, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Later healthcare professional reported "capsular contracture baker grade unknown" and "wrinkling". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "occasional pain on the left side" patient later reported "there is a suspicion that an implant has ruptured" the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Patient reported "occasional pain on the left side" patient later reported "there is a suspicion that an implant has ruptured" the device remains implanted.